Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The toilet seat and lid were both observed to be cracked. The seat was observed to have a small, 1 inch long crack present on the front left side. The underside of the seat was without any damage. The lid was also observed to have a 6 inch crack present. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The caller stated the seat is cracked.

Manufacturer narrative:
Return material authorization has been issued for the return of this device for investigation; return not yet received. Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the seat is cracked.